Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photograph of the defect was returned for evaluation. Upon visual inspection of the photograph, no defect was observed. No sample or lot was provided for physcial evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description. Zosyn ivpb free-flow concerns at (B)(6) hospital. Detailed inquiry description. Received the following email from (B)(6) from (B)(6) on 5/29/24: "there was an incident with braun pump infusing zosyn last night on 1 w an incident report was placed date 5/30/24 time 5:21 am. Rn states braun integration used ( see attached screen shot) was in the room with pt and ivpb infused freely. This is documented on infusion verifier on screen shot rn also stated after this occurred the pump still said zosyn had over 3 hours remaining to infuse on braun pump landing screen which I also saw on the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.